Event description:
According to the police report, the end user was struck by a motor vehicle while attempting to cross a roadway. End user sustained multiple injuries including a fractured hip and collar bone, requiring surgery.